Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders were not crossing. A technical support specialist (tss) ran server downtime query and noticed the messages were stalled. Further the tss restarted the external messaging service, monitored messages until it decreased to 0 and processed time synchronization with server time. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed that all new orders were not crossing over to multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.